Event description:
It is alleged that the side panels of the device are not properly sealed. It is alleged that after the device is cleaned, fluid leaks out of the side panels. No injury reported.

Manufacturer narrative:
No medwatch form received from user facility. Evaluation results: as to date, this device has not been received. An investigation was completed by a 3rd party for similar complaints. The investigation showed: debris analyzed from other returned handpieces were negative for blood, but may have contained residues of biological materials. Validated cleaning and sterilization instructions in the instruction manual should be used for reprocessing the handpieces.